Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information was received. Initial reporter first and last name were included in tab e. Initial reporter.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service. Additional information was received. The hcp requested additional data analysis and a new safe replacement window of 90 days was provided. No adverse patient effects were reported. The device remains in service. Additional information was received. A battery depletion (bd) alert was displayed. The device remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information was received. Initial reporter first and last name were included in tab e. Initial reporter.

Manufacturer narrative:
Additional information was received. Initial reporter first and last name were included in tab e. Initial reporter. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service. Additional information was received. The hcp requested additional data analysis and a new safe replacement window of 90 days was provided. No adverse patient effects were reported. The device remains in service. Additional information was received. A battery depletion (bd) alert was displayed. The device remains in service. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service. Additional information was received. The hcp requested additional data analysis and a new safe replacement window of 90 days was provided. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Additional information was received. Initial reporter first and last name were included in tab e. Initial reporter.

Manufacturer narrative:
Additional information was received. Initial reporter first and last name were included in tab e. Initial reporter. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service. Additional information was received. The hcp requested additional data analysis and a new safe replacement window of 90 days was provided. No adverse patient effects were reported. The device remains in service. Additional information was received. A battery depletion (bd) alert was displayed. The device remains in service. Additional information was received that the s-ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The device was returned for analysis.